Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that a revision took place due to oversensing when it comes to this right ventricular (rv) lead. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed with two segments returned, with a portion of the lead or insulation missing. The conductor coils were extended and setscrew marks were noted on the terminal pin. In addition, body/blood fluid was noted in the lumen, and the insulation sleeve was bunched in a couples places. Detailed analysis showed that the lead segments passed continuity testing. Laboratory analysis could not confirm the reported allegation.

Event description:
It was reported that a revision took place due to oversensing when it comes to this right ventricular (rv) lead. The lead was returned. No adverse patient effects were reported.